Manufacturer narrative:
The computer of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The collimator of the imaging system was returned to the manufacturer for evaluation. Testing found that the reported issue could not be replicated. However, a grinding noise was heard emitting from the unit and that the top mount cover plate was missing screws.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The collimator assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected computer was returned for analysis, however not results are yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was showing the error initializing collimator message. The system would not fully boot. There was no patient present when this issue was identified. No further information was provided.